Manufacturer narrative:
We have evaluated this event and can confirm that the loss of osseointegration of endosseous dental implants is a known longterm complication of the procedure. Our trend analysis confirms that the reported failure rate associated with our implants is lower than the expected failure rate for this procedure as published in the scientific literature. Therefore no corrective and/or preventive measures were taken.

Event description:
Implant is lost (loss of osteointegration) after implant has been restored.